Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for foreign objects in nozzle. The c cover was burnt, based on the results of the investigation, it is likely the following led to the malfunction t is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Gif-h290t operation manual:chapter 3 preparation and inspection:3.3 inspection of the endoscope. Gif-h290t operation manual:chapter 4 operation:4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign material in the air water tube and cylinder. There was no patient involvement.